Event description:
The probe of the subject device broke down. The broken location was the root of the probe. There was no pt harm reported.

Manufacturer narrative:
The two devices were returned to olympus med systems corp for eval. The eval confirmed that the probe of the second device broken down at 16.5 mm from the distal end. There was a scratch found at the broken point. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the probe broke off. Based upon the finding of the eval, this report appears to be related to user handling. This report is one of two reports. Cross reference MFR. Report number 8010047-2014-00986.